Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture in the battery compartment. It was also reported that the display could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. It was also observed that when the pump was powered on, the display was dim and discolored. Unrelated to the original complaint, when the pump case was removed there was no evidence of additional moisture or loose components inside the pump.